Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 129 ohms on this right ventricular (rv) channel. The patient was hospitalized for an exacerbation of heart failure and currently followed through a home monitoring system. Technical services (ts) reviewed the latitude data and stated that there was a change in the daily measurements of the pacing impedance parameters of all three catheters (right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead), shock impedance and respiratory rate trend (rrt) in the period prior to hospitalization for heart failure exacerbation as well as a change in the same during hospitalization. It was noted that the rv intrinsic measurements were out of range. Ts stated that the patient's clinical status is the possible cause of the gradual and transient changes in daily measurements and recommended that the patient continue to be monitored with latitude. This rv lead currently remains in service. No adverse patient effects were reported.